Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was recently in a motor vehicle accident and had multiple surgeries without placing the device in surgery mode. The manufacture representative met with the patient and had no issue connecting with the deceive, upon connection the patient's device displayed the eri message. The battery status was less than 2.73v and it is unknown if the device depleted prematurely. Surgical intervention may take place at a future date to address the issue.